Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro IV catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: bent catheter and guidewire frayed catheter tip delayed patient care or prolonged hospital stay kept defective catheter change of equipment.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6) investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro IV catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: bent catheter and guidewire frayed catheter tip delayed patient care or prolonged hospital stay kept defective catheter change of equipment.

Manufacturer narrative:
Correction: imdrf annex a grid: a0414 - material split, cut or torn.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro IV catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: bent catheter and guidewire frayed catheter tip. Delayed patient care or prolonged hospital stay. Kept defective catheter. Change of equipment.